Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal was stuck in the loader and would not deploy. The operation was delayed for 50 minutes. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal was returned partially inside the delivery tube. The last two rings of the seal had started to unravel and were stuck in the deployment tube. The white collar was not present, the plunger had been partially depressed. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal would not deploy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).